Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician used a intrastent max ld stent during transcatheter pulmonary valve replacement therapy. The rv-to-pa conduit and mpa were pre-dilated with 18mm x 4cm & 22mm x 4cm non-medtronic balloons. A 36mm intrastent maxld stent was then loaded onto a 22mm x 4cm bib and deployed in good position within the distal rv-to-pa conduit and mpa. The 22mm x 4cm non-medtronic balloon was re-advanced into the newly deployed stent and inflated to high pressure. A 22mm melody valve using a 22mm ensemble system was implanted and well positioned within the mid-portion of the 26mm rv-to-pa conduit. Upon removal, the ensemble device became ensnared within the intrastent maxld stent and involuted the stent into the lumen of the melody valve. 6mm, 12mm, 18mm and 22mm non-medtronic balloons were advanced through the involuted stent and inflated to re-create an unobstructed lumen through the rv-pa conduit. Topical pressure was applied for hemostasis. The procedure required an extended length of time and increased levels of radiation exposure to patient and staff. The patient was hemodynamically stable throughout the procedure. The patient was returned to the pcu in satisfactory con dition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.